Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. A 2.50 x 32 mm promus element plus stent delivery system was advanced. The mid shaft of the catheter was broken inside the body during the procedure before stent deployment and it was retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. A 2.50 x 32 mm promus element plus stent delivery system was advanced. The mid shaft of the catheter was broken inside the body during the procedure before stent deployment and it was retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a shaft hypotube break located 23cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The lumen was also damaged and twisted. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).